Event description:
It was reported that there was no evidence of fractured lead/extension, but it was being considered as possible cause.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37601, serial# (B)(6), implanted: (B)(6) 2021, product type: implantable neurostimulator; product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2021, product type: extension; product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2021, product type: extension; product ID: 3389-40, lot# 0221618595, implanted: (B)(6) 2021, product type: lead; product ID: 3389-40, lot# 0221891156, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead; product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that at the moment there was no plan to do further action from customer side than to further monitor the patient. The last check done on (B)(6) 2021 showed there were some improvements on the right stn bipolar impedance value. The right stn impedance in some contact combinations increased and only 2 combinations had shown the short circuit compared to the earlier report, which was short circuit in all combinations of the bipolar impedance. They were still unsure of what¿s really happening and customer still decided to wait and see longer. Therapy had not been initiated as normally. The customer would wait for a few weeks before they did the programming to the patient and thus they have yet to be sure of the therapy benefit in the patient.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 37601, serial# (B)(6), implanted: (B)(6) 2021, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2021, product type: extension. Product ID 3708660, serial# (B)(6) implanted: (B)(6) 2021, product type: extension. Product ID 3389-40, lot# 0221618595, implanted: (B)(6) 2021, product type lead. Product ID 3389-40, lot# 0221891156, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type lead. Product ID 3708660, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the short circuit was unknown. There wouldn't be any additional actions/interventions other than to wait and see if the issue will resolve by itself, but the issue still persisted.

Manufacturer narrative:
Other applicable components are: product ID: 37601, serial#: (B)(4), implanted: (B)(6) 2021, product type: implantable neurostimulator. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2021, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2021, product type: extension. Product ID: 3389-40, lot#: 0221618595, implanted: (B)(6) 2021, product type: lead. Product ID: 3389-40, lot#: 0221891156, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Product ID: 3708660, serial# :(B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 27-feb-2025, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 27-feb-2025, UDI#: (B)(4). Product ID: 3389-40, serial/lot #: (B)(4), ubd: 16-jan-2025, UDI#: (B)(4); product ID: 3389-40, serial/lot #: (B)(4), ubd: 06-feb-2025, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 27-feb-2025, UDI#: (B)(4). In conjunction with regulatory report 2649622-2021-17358. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was implanted in the right stn. During ins implant and upon checking of the impedance, it's shown that there's bipolar impedance short circuit. Monopolar impedances were normal. They cleaned and dried the extension, and then reinserted the extension to the ins (repeated total 3 times). Then they cleaned and dried the lead and extension, then reconnected them (did that twice). After that they changed to a new extension and got the same results after steps 1 - 3. This was done to rule out it¿s not a connection, nor fluid in the header bore issue. Then they inserted the right extension into the left extension socket to confirm if the same issue persisted, and got the same results. Thus it can be concluded it¿s not a battery socket issue. However, as this was the first time for all of us encountered this issue, the surgeons asked to open another new battery for troubleshooting and confirmation despite saying it should not be a battery issue. And the same results were obtained from the new battery. The issue was not resolved at the time of the report.

Event description:
Additional information was received: it was reported, that the patient was receiving stimulation. And they saw the difference in terms of motor response in the patient before and after they turned on the stimulation. During stage 1 lead insertion, they checked the impedance at contact #1 in monopolar mode by using alligator clips before they turned on the stimulation. And impedances were normal, but bipolar impedances weren't tested. They tested contact 1 intra-operatively. After testing the above impedance. The patient received good results from ens+1- configuration. Therefore, they didn't suspect any problem with the lead after stage 1. There wasn't any programming post-op. The alligator clip was connected only to the lead.

Manufacturer narrative:
Concomitant medical products: other applicable components are: product ID: 37601, serial#: (B)(6), implanted:(B)(6) 2021, product type: implantable neurostimulator, product ID: 3708660, serial#: (B)(6), implanted: (B)(6) 2021, product type: extension, product ID: 3708660, serial#: (B)(6), implanted: (B)(6) 2021, product type: extension, product ID: 3389-40, lot# (B)(6) implanted: (B)(6) 2021, product type: lead, product ID: 3389-40, lot#: (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead, product ID: 3708660, serial#: (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.